Manufacturer narrative:
Patient was sitting in the wheelchair when the screw in the back bracket on the left side of the chair broke. It happened while a family member was driving the patient in the wheelchair. It caused an unexpected jerking motion, the patient dropped his head back and got a severe pain in the neck and shoulder area. The patient was affected by pain for several days after the incident, needed pain relief to manage the pain and also got a fear to use her/his new wheelchair. The (B)(4) is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).

Event description:
Patient was sitting in the wheelchair when the screw in the back bracket on the left side of the chair broke. It happened while a family member was driving the patient in the wheelchair. It caused an unexpected jerking motion, the patient dropped his head back and got a severe pain in the neck and shoulder area. The patient was affected by pain for several days after the incident, needed pain relief to manage the pain and also got a fear to use her/his new wheelchair. The rea azalea is the same /similar to the solara 3g which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in (B)(6).